Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. This is an ancillary service event. Visual inspection and an log review were performed, which found an f-38 alarm. The cause of the reported issue was determined to be inoperative force sensing resistors. In order to correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump had an f-38 alarm. No additional information is available.